Manufacturer narrative:
(B)(4). Results: premature sled movement, damaged pawl. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the device could not be fired at the 2nd firing though the device functioned as intended at the 1st firing. The device was used on the gastric body. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.